Event description:
It was reported during an adenoidectomy procedure that the physician was utilizing a coblator ii surgery system and complained that the coagulation was weak. The procedure was competed by using another coblator ii surgery system. No pt injuries or complications were reported as a result of this event.